Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient wanted to know the ins battery longevity. Reviewed. Patient does not use the device and keeps it off because they no longer need it. When they put the device in, the lead moved the nerve to where the patient did not have pain anymore so patient never had to turn the device on. Ins was recently replaced because it came to 9 years. Pt said with previous ins pt had to charge once in 4-5 weeks. With the new ins pt had to check the charging level every week. Patient charged the implant last night and was done at 11pm and was at 100%. Patient checked the implant half an hour ago and it was at 90%. It dropped from 100% to 90% in 12 hours. Patient was concerned that for the past couple of months implant battery depletes more frequently that the previous ins and not always it is the same pattern how much it depletes. One time at the beginning the battery ran down low and the rep checked and said therapy was on. Now pt ensures th erapy is off. Reviewed it was normal for the battery to deplete even though it was turned off. Reviewed the pattern of how low can vary. Reviewed this ins battery has smaller capacity and not the same as the previous ins. Reviewed pt can follow up with hcp if they are concerned. Patient will monitor. Pt then had to disconnect the call as the rep was calling the patient. No symptoms were reported. Additional information was received from the patient. Patient (pt) called back and reported already documented events on why they got a new ins and why they don't need to use the therapy. The pt said they charged their old battery and didn't have to look at it for 5-6 weeks. Pt got a new implant in (B)(6); however, the ins battery was draining so quickly even though they were not using the stimulator. During surgery, pt's rep told them that the ins was charged at 100%; however, after a week and a half, pt checked the ins battery, and it went to 30% even though they were not using the stimulator. Pt charged the ins battery on july 16 to 100% but on (B)(6), it dropped to 70% and it went to 50% on (B)(6). On (B)(6), the ins battery went down to 30% so pt charged the implant to 100%. Then on (B)(6), the ins battery went to 50%, then it dropped to 0 with yellow triangle on (B)(6). Pt charged the ins again to 100% on (B)(6). When pt checked the ins battery level on (B)(6), it went to 70%, and on (B)(6), it went to 50%, then on (B)(6), the ins battery level dropped to 30%. This morning, pt said that they got a message to check the battery and when they checked, the ins battery went to 0 with yellow triangle. The pt was looking for a pattern on when they should be charging the implanted battery. Pt mentioned last time called patient services, they were showed how to turn stimulation off and when they changed all 3 levels to 0 intensity, but intensity level would revert back to 1. Pt received a letter a few days ago and provided advice so patient called the rep who had them do something but that did not work. Agent redirected pt to their doctor and rep to further assist the issue. Pt said they have an appointment with their doctor next month and will call the rep to see if they could meet in the doctor's office.